Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer called to report a broken insulin pump. Customer also reported getting a blank screen. Customer's blood glucose reading was 136 mg/dl. Troubleshooting was done. Nothing further reported.